Event description:
A pt reported experiencing inaccurate erratic results with a fast take meter. The pt's blood glucose results wer 207mg/dl, 24mg/dl, 124mf/dl, 93mf/dl, 128mg/dl. Tests were done < 10 minutes apart with a difference of 68%. Pt did not experience any adverse events. No further info has been reported.